Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had reoccurring high ldh levels, and was administered medication, but continued to experience high ldh levels and a stroke. Medication was administered for suspected pump thrombus, but he pt expired due to complications from treatment.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.